Manufacturer narrative:
(B)(4). The instructions for use (IFU) indicates under adverse effects that "as with all catheterization procedures, complications may be encountered with the use of the pressure guide." The IFU also warns, "do not flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. Never advance, torque or retract a pressure guide wire which meets significant resistance. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed."

Event description:
This case was investigated in accordance with philips volcano policy. It was reported that during this diagnostic coronary procedure the wire was connected to the connector cable but the error message "attach wire to connector" was displayed during procedure. The wire/connector cable was reconnected but the problem was not solved. Another same wire was used to measure ffr. No treatment was performed based on the ffr value. There was no patient injury. Vessel: cx. No damage was observed during prep. Device was never stuck and no resistance was felt at any time inside or outside the body. No damage was observed after removal from the patient. No additional medical or surgical intervention was required. There were no adverse events. Visual and microscopic inspection and functional testing were performed on the returned device. Before the pre-decontamination inspection, the qc technician noted that the sensor was broken. The proximal portion of the sensor was missing, but the distal portion of the sensor was still present. However, during the inspection the remaining distal portion of the sensor was observed to be separated and was not found. An electrical resistance test was performed. The test discovered unstable, weak and open connections between the conductive bands. The wire failed the signal test and was not recognized. The system displayed an "attach wire to connector" message. No pressure signal was generated. During functional testing, the reported failure was duplicated. The probable cause of the observed failure was unstable, weak and open connections in the electrical circuit of the device, due to the missing sensor. Because only the proximal portion of the sensor was initially missing, it is likely that the distal portion of the sensor was no longer securely held in the sensor housing. As a result, movement of the wire before pre-decontamination inspection may have caused the remaining portion of the sensor to become separated. As the user reported that the device was initially functional, it is possible that the proximal end of the sensor broke off during the procedure and resulted in the observed signal loss. However, we were unable to conclusively determine how the damage to the sensor occurred. This event is being reported in an abundance of caution as we were unable to determine when the sensor separated. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.